Manufacturer narrative:
Per the t:slim x2 user guide: "change your cartridge every 48¿72 hours as recommended by your healthcare provider." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose level was 211 mg/dl. Reportedly, the customer reused the cartridge past labeled use. The customer was able to load a new cartridge, clear the alarm, and resume insulin therapy.